Manufacturer narrative:
H3: analysis was performed for product: 9735821r, lot number: p905077. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .367 mm with a passing threshold of .250 mm. Already reported codes b01, c08 and d02 are applicable to this analysis. See also section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, ubd: unknown, UDI#: unknown. Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the faulted camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up for a procedure, the system displayed a localizer faulted message. The probable cause was suspected to be the cmos (complementary metal oxide semiconductor) battery in the camera. There was no patient involved.